Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) below 54 mg/dl. Reportedly, the customer was asleep when the pump declared the low bg alarms. The paramedics treated the customer with an intravenous drip. Recommendation was made to consult with healthcare provider regarding diabetes management.